Event description:
It was reported that patient received inappropriate shocks. The lead was dislodged due to twiddler's syndrome. During repositioning attempt, high impedance was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.